Event description:
Worsening symptoms; essure insertion (B)(6) 2010. Had mild pain after procedure but disappeared. Started to have abnormal menstrual cycles 2015. Hyperthyroidism 2017. Menopause 2018 at age of (B)(6). On (B)(6) 2021 having pelvic pain. Migraines intermittently. Had dental feeling of having caries was prescribed antibiotics but when the dentist was about to perform root canal there was no problem. Feeling of having swollen gums. Gassy/bloated feeling. Nauseous. Feeling of having urinary infections. Numbness of right arm and legs on and off. Ultrasound on (B)(6) 2021 showed one of the coils perforating the uterus. I am scheduled to have hysterectomy. FDA safety report ID# (B)(4).